Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-sep-2022. H6: investigation summary : a sample was received and tested by our quality team. The complaint of separation was immediately noticed and verified. The separation was between bottom of smartsite and tubing and after visual analyses under microscope there was a clear lack of solvent. A device history record review for model 2426-0500 lot number 22053185 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using a bd alaris pump module smartsite infusion set the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: we had an infusion set that was removed from the package and noted to have separated tubing at the seam. It was detected before use on a patient and there was no patient contact or related events.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd alaris pump module smartsite infusion set the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: we had an infusion set that was removed from the package and noted to have separated tubing at the seam. It was detected before use on a patient and there was no patient contact or related events.